Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy oasis - one action stent introduction system. The stent was advanced into position in the pt's duct. Resistance in removing the guiding catheter of the introduction system from the stent was encountered. When resistance was encountered, the guiding catheter stretched and separated at the proximal end (proximal fittings separated from the guiding catheter). Although resistance in removing the guiding catheter of the introduction system was encountered, stent placement was successful. Nothing had to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the 12 month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. The info provided indicated the elevator of the endoscope was placed in a sharp angle during the procedure. It is possible the position of the elevator contributed to the reported difficulty with guiding catheter removal from the stent. Stretching and separation of the guiding catheter near the proximal end can occur if excessive pressure is applied during removal of the guiding catheter. If excessive pressure was applied to the introduction system, perhaps in response to removal difficulties, this may have caused the damage reported. Prior to distribution, all oasis-one action stent introduction systems are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of guiding catheter removal difficulties. This product was manufactured prior to implementation of the corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.